Event description:
Customer reported that the insulin pump returned a no delivery alarm and an additional error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Pump passed 7.2 unit bolus and occlusion test and monitored in 50c oven for 24 hrs and no excessive "no delivery" alarm noted. Unit had e-01 alarm due to leaky c1 on mb. No cosmetic damage noted.